Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the monitor displayed a service code 105 (pulse test relay stuck) and service code 204 (belt/monitor unusable). The cause for the service code 105 was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca, and the cause for service code 204 was isolated to a shorted u409 component on the pca board. The root cause for the shorted components could not be positively identified. No adverse events resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming testing.